Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted in an unknown date and an additional cuff placed in 2016. The device stopped working and the patient experienced urinary incontinence; a new surgery was scheduled. During procedure, it was identified a hole in the additional cuff. The newest cuff, the pump and the balloon were removed and new pump and balloon were implanted. There were no patient complications.